Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint 3003898360-2019-01117 is being reported as a malfunction. There was no serious injury.

Event description:
It was reported that during an operation the jaws got broken so that the applier could not be removed out of the access port. Therefore, the user removed the applier together with the access port from the abdominal cavity. Nothing fell/remained in the patient and no harm to the patient occurred.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the tube inserted through the trocar. The rotation tab was bent , and a clip was stuck in the bent rotation tab. The sample appears used as there is biological material present on the device. First, the clip stuck in the bent rotation tab and the trocar were manually removed. Next, the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The next clip was able to load properly into the jaws and was successfully applied to over-stressed surgical tubing. Another attempt was made and this time, the clip was unable to load properly as the pusher head (distal end of feeder) was to the side of the clip. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another in the channel. The proximal end of the feeder was bent due to the clip stacking. The sample was received with 10 clips remaining including the clip that was stuck in the bent rotation tab, indicating that 5 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "jaws broken" was not confirmed based upon the sample received. However, a defect was found with the returned sample. One device was returned with the tube inserted through the trocar. The rotation tab was bent , and a clip was stuck in the bent rotation tab. Upon functional inspection, the clips were unable to consistently fire properly. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The proximal end of the feeder was bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue. Other remarks:n/a.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1800102 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during an operation the jaws got broken so that the applier could not be removed out of the access port. Therefore, the user removed the applier together with the access port from the abdominal cavity. Nothing fell/remained in the patient and no harm to the patient occurred.